Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The patient underwent an ipg explant procedure due to pocket pain. The explanted device will not be return as it was not release by the facility.